Event description:
It was reported that the patient presented during follow-up in clinic. It was noted that the pacemaker failed to be interrogated. Both inductive telemetry and radio frequency telemetry could not be established. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information noted that the device was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry communication and normal output visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.